Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, the patient had a complaint of pain in the left upper extremity that wakes him up from sleep at night. There was also pus at the incision site. However, the patient denied any fever and chills. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
This supplemental report was created to update the entry in d6b: explant date and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to possible infection. Reportedly, the patient had a complaint of pain in the left upper extremity that wakes him up from sleep at night. There was also pus at the incision site. However, the patient denied any fever and chills. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead remains in service. Additional information indicates that the rv lead was explanted. There were no additional adverse patient effects reported.